Event description:
The patient was a male. The target lesion was mid-rca. It was unknown if the lesion was a de novo. The target lesion was moderately calcified and moderately tortuous. There was 90% stenosis. Femoral approach was chosen for the procedure. A guidewire (bmw) crossed the lesion. Cypher (2.5 /13 mm) was delivered to the target lesion by direct stenting, but it wouldn't cross the lesion. The physician tried to withdraw the cypher but it became stuck at the tip of the guiding catheter (sheathless 7.5 fr al1.0) and wouldn't move at all. Therefore, entire system was retrieved from the patient but the stent dislodged in the common iliac artery. The stent was retrieved by cut down. It is unknown how long the incision area was. It is unknown how the lesion was ultimately treated.

Manufacturer narrative:
This product is not distributed in the us; however, it is similar to us distributed cypher product.